Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed cracked safety closures on unspecified number of devices. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The 1 customer photo shows the device packaging but does not show the reported defect. Additionally, 100 retained samples underwent visual inspections for bent cannula and cracked safety shields. All samples passed the tests with no evidence of bent cannulas or damaged safety shields. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: bent and damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed cracked safety closures on unspecified number of devices. There was no health impact or consequence reported.